Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The pump also had minor scratches on display window and cracked case at display window corners.

Event description:
Customer reported that the insulin pump's display was blank. Customer also reported that the insulin pump could not be restarted. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.